Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was intermittent. It was noted impedance measurements were reviewed and are normal. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.